Manufacturer narrative:
Concomitant medical devices: a4dr01 ipg, implanted (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was noted by the patient that they had slipped on an object on the floor and broke their hip. The doctor was notified of the threshold changes. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.